Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia. The customer blood glucose level was unknown at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer is unable to upload to carelink. The customer stated that the blood glucose level was 121 mg/dl when got to the hospital. Customer stated that the insulin pump crashed and believes that the blood glucose level was 60mg/dl. Customer was alleging pump was over delivering. The insulin pump will `be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the dat test at 0.08715 inches. Device received with cracked case at reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with missing end cap sticker.